Event description:
It was reported that the patient developed endocarditis. The patient¿s device and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e110 competitor ICD (B)(6) 2011. (B)(4).